Manufacturer narrative:
The insulin pump was programmed with test minilink, glucose meter, and the glucose sensor simulator, it communicated with all three devices properly. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector, frozen display, or unexpected constant audio tone anomaly noted. Traces of corrosion were noted on the lcd board assembly. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, and stripped battery cap coin slot. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump. Customer's blood glucose was high at 474 mg/dl. Customer was unable to remove the battery cap and the device had a constant tone. Due to the stripped battery cap troubleshooting wasn't performed and customer's mother was advised to discontinue use of the device. She was advised the device needed to be replaced and agreed to return if for further analysis.